Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 insulation on the jaws peeled off during case. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. No resistance noted while inserting the harvesting tool into the cannula. Harvester opened new device to complete the case. Nothing fell into the patient. No procedural delay. There was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: the device was returned to the factory for evaluation on 11/16/2022. An investigation was conducted on 12/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the base of the jaws. The gray silicone insulation on the cold jaw closest to the base of the cold jaw was observed to be peeled away. The peeled away silicone insulation was not returned for evaluation. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The heater wire was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000271322 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.